Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced one larger dinner instead of two separate meals, experienced rapid hyperglycemia, and later discovered a bent cannula after disconnecting the ilet and using back-up multiple daily injections; the user reconnected once glucose stabilized. Symptoms included feeling unwell with stomach ache and drowsiness, with glucose reportedly high on cgm and approximately 500 mg/dl by fingerstick for about 3 to 4 hours, and trace ketones were present without following a ketone action plan. Outcomes included self-management with subcutaneous insulin pens and subsequent stabilization without medical intervention or outside assistance. Investigation included review of therapy reports and user interview. Investigation of this case revealed incorrect meal entry and an infusion site issue consistent with a bent cannula and resultant inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement combined with infusion set failure.